Event description:
On (B) (6) 2009, this pt was implanted with gore excluder aaa endoprostheses. Sometime during the week of (B) (6) 2009, this pt presented with occlusion in the left external iliac (trunk/ipsilateral component and iliac extender component) that extended to the flow divider of the trunk/ipsilateral component. On (B) (6) 2009, a thrombectomy was performed on the left external iliac artery, and a bare metal stent (7mm x 80 mm, brand unk) was implanted. The physician noted 2 areas of stenosis in the left external iliac artery. On (B) (6) 2009, the pt had poor pulses in his right leg. The physician discovered that during the thrombectomy the previous day, a piece of thrombus had been pushed over the flow divider and into the contralateral leg of the trunk/ipsi. The physician retrieved the thrombus endovascularly and good pulses were then noted in the pt's right leg. The physician then checked the pulses in the pt's left leg, and noted that there was poor pulses in the left leg. The physician then performed a femoral bypass due to stenosis in the superficial femoral artery. On (B) (6) 2009, the pt was noted to have poor pulses in both legs. The physician performed a endarterectomy of the left femoral artery and angioplasty of the left femoral artery. Post-operatively, the pt had good pulses in both legs.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.